Event description:
International customer advised that device was used to close a laceration of the external anal sphincter. The nurse mid-wife lost visual and tactile contact with the device once placed within tissue. The mid-wife then retracted back on the suture with the needle embedded within tissue with a force capable of causing the suture to pull from the needle swage. The patient was taken to surgery for excision of the retained foreign body.

Manufacturer narrative:
Conclusion: the user lost both visual and tactile control of the device. The needle dislodged due to an apparent operator's mis-handling of the suture and the needle. There is no indication that the needle's performance was other than expected.